Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that blood glucose was over 400mg/dl and it had been like that for 3 weeks. The customer reported that blood glucose was above 200 when problem started. Patient's blood glucose at time of incident was 200mg/dl to 500mg/dl. Patient's current blood glucose was 552mg/dl. The customer treated for high blood glucose with syringe. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery because of high blood glucose. Customer stated the drive support cap appears normal (slightly indented). The customer reported that the insulin exited during 5.0 fill cannula prime. The insulin pump will not be returned for analysis.